Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a damage to the charged coupled device led to the image defects, and a damage to the outer tube led to inadequate dielectric strength; the cause of damage fiber bounding area could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope showed damage in the fiber bonding area at the distal end, a broken charged coupled device, image distortion with colored dots, and inadequate dielectric strength. There was no patient involvement.